Manufacturer narrative:
Date sent to the FDA: 9/13/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
I was in my kitchen sitting on the seat of my drive medical walker and it broke. This is the second time I've had an issue with a drive walker breaking in exactly the same spot. The first time I was able to grab a hold of the counter and not fall. This time I fell to the floor and was injured. Paramedics had to come and get me up. I have a huge bruise on my arm and internally I pulled muscles that have been painful the entire week. I did contact (B)(6) because the walker brought in exactly the same spot both times. It seems as though if I have had two walkers out of five that I've owned break that this must be a major issue. I was fortunate to not break a limb, or hit my head, but had I been outside or elsewhere I don't know what would've happened. I think that needs to be looked into. I have a picture of my visible injuries as well as the broken walker if you would like to see it. Ref report: mw5158894.